Manufacturer narrative:
Device evaluated by manufacturer: no, lens remains implanted. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -5.50/+1.0/100 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens had a refractive surprise and remains implanted.

Manufacturer narrative:
(B)(4). DHR evaluation found that all released devices from the associated work orders, including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).